Manufacturer narrative:
The event history log review showed a low priority 30166 alarm occurred. A solution bag disconnection during therapy will cause a max air 30166 alarm. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia device experienced a low priority alarm (max air exceeded) alarm. The patient was connected at the time of the alarm. This occurred during dwell one of three of peritoneal dialysis therapy. During troubleshooting, it was determined that one of the supply bags "come undone" that led to this alarm. Renal therapy services (rts) explained the alarm, had the patient disconnect to clear the alarm and get the cassette and bags off the device. The patient started over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.